Manufacturer narrative:
E1 : initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cutting wire was broken due to the coating portion of the cutting wire being torn, and the broken portion was scorched and melted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic sphincterotomy (est) procedure, the cutting wire broke during energization. No parts fell off inside the patient, and the procedure was completed using a similar device. There were no reports of patient harm.